Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab. Results as follows: date: 2009, inratio: 2.1, lab: 1.7; 2009, 5.5, 4.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 2009, inratio: 2.1, lab: 1.7, mean: 1.90, confidence_limits: 1.3-2.7; 2009, 5.5, 4.2, 4.85, 2.8-7.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and alb values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Summary: in 2009, end-user reported accuracy discrepant test result. No product expected returned. Mean calculation revealed all inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. Timing of the tests were not provided. Product deficiency could not be established. There is insufficient info to determine root cause of end-user's discrepant test results. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required at this time, as no product deficiency was established. No further investigation will be required.